Event description:
It was reported that the fill port cap of a small volume folfusor fell off. This occurred when the pump was being transferred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, g4, h3, h4, h6, h11. H11: the device was received for evaluation. A visual inspection was performed and observed that the fill port cap had separated from the fill port inside the product package. The reported condition was verified. The cause of the condition could not be determined; however, is most likely due to a manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.